Manufacturer narrative:
Reference voluntary medwatch mw5149327. D10 concomitant product: 7 pcs of 211h0001 unknown lot on the right construct at t5 through t11. 2 pcs of 211h0001 unknown lot on the left construct at t11 and l2. 1 pc of 211h6037 unknown lot on the left construct at l1. 1 pc of 211h6035 unknown lot on the left construct at t12. H6 additional investigation type code: 4110. Inspection: the investigation found the following: stage I, stage ii, and stage iii analyses confirmed the presence of frayed fibers. Frayed fibers could be caused by normal use of the device, occur during removal, interaction with the screw and set screw, or during abnormal loading conditions. Stage iii analysis utilized enzymatic cleaning to remove biological material from the specimen as confirmed by optical microscopy and atr-ftir. Atr-ftir showed that the spectrum of the cleaned specimens were qualitatively nearly identical to that of an exemplar component, suggesting that the cord components have not experienced degradation. No x-ray images were provided, therefore the complaint is unrefuted for revision due to overcorrection. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3012447612-2024-00016.

Event description:
It was reported that a tether revision surgery was performed due to overcorrection. Lumbar curve has overcorrected enough since her last follow-up visit for the cobb angle to equal 30 degrees. The plan is to revise the surgery to decrease the amount of overcorrection. Plan for revision is to have her start on her left side to remove the tether from t11-t12, t12-l1 then flip her over and place screws at t12, l1, l2 and replace the entire rope on the right side from t5-l2 to correct this large curve. This required about 2 days inpatient. This is report two of two for this event.